Manufacturer narrative:
Date of event: (B)(6). Date of report: 03sept2019. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The fse reseated and adjusted the oxygen regulator assembly and the leaking stopped. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported that the ventilator's o2 regulator was leaking. There was no patient involvement.